Event description:
After stent implantation, intravascular ultrasound imaging was performed. The imaging catheter seemed to catch on the distal edge of the stent upon removal. To release the imaging catheter, the physician attempted to remove the imaging core but strong resistance was encountered during which the imaging catheter released from the stent.